Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023 which dexcom considers off-label usage. On the same day, it was reported that the patient was experiencing lethargy, nausea, dehydration and vomiting. The patient eventually lost consciousness. No bg or cgm comparison values were provided prior to the patient losing consciousness. The patient¿s sister called 911. Once ems arrived, the patient¿s cgm was reading 183 mg/dl and the bg meter was reading 700 mg/dl. Ems treated the patient with IV fluids and transported the patient to the hospital. The patient was treated in the hospital with IV fluids and electrolytes. The patient was discharged home three days later. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 11/12/2023 which dexcom considers off-label usage. On the same day, it was reported that the patient was experiencing lethargy, nausea, dehydration and vomiting. The patient eventually lost consciousness. No bg or cgm comparison values were provided prior to the patient losing consciousness. The patient¿s sister called 911. Once ems arrived, the patient¿s cgm was reading 183 mg/dl and the bg meter was reading 700 mg/dl. Ems treated the patient with IV fluids and transported the patient to the hospital. The patient was treated in the hospital with IV fluids and electrolytes. The patient was discharged home three days later. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.